Event description:
A malfunction alarm 20 was reported while the pump was in use during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to resume insulin therapy despite following proper loading techniques, and technical support decided to replace the pump. The customer plans to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.